Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the peristor pump pc board, ise buffer valve, reagent syringe, and sodium (na) electrode to resolve the issue. (B)(6).

Event description:
The customer reported obtaining high and low patient results involving the au480 clinical chemistry analyzer. There was no change to patient treatment in reported with this event.